Event description:
It was reported that the cartridge was leaking from an undefined location. Customer declined to complete the system check at the time of report. The customer's blood glucose level was 379 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.